Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer inadvertently cracked the pump's touchscreen and the pump was no longer functional. The customer's blood glucose level was 113 mg/dl and insulin injections were used for insulin therapy.